Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a dialysis catheter placement, the catheter allegedly leaked blood. It was further reported that a small amount of air bubbles allegedly entered the catheter. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that sometimes post a dialysis catheter placement, the catheter allegedly leaked blood. It was further reported that a small amount of air bubbles allegedly entered the catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. Leak blood residues were noted on the surgical cotton near the leaking area however any break or split were not visible. Therefore, the investigation is confirmed for the reported leak issue. However, the investigation is inconclusive for the reported air in device issue as no objective evidence were found from provided details. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.